Event description:
Patient's representative has reported device rupture. Physician has further confirmed device rupture and capsular contracture baker grade ii. Device has been explanted and replaced with a non-allergan device. This relates to the right device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture : observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture : unable to observe since it is a medical event and is not related to the device. It is not possible to determine the lot number or catalog through the photos provided.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Patient's representative reported an unknown side device rupture. Device remains implanted. Side unknown.